Event description:
Reporter reports lancet sticks out after being fired while using the soft touch lancet device. Customer states lancet came out of base and was stuck in his finger. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.